Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a temperature error was displayed during a colonoscopy procedure involving an olympus xenon light source while the patient was under sedation. The procedure was completed after a brief delay with the same device. There was no patient injury reported.